Event description:
Caller alleged discrepant results compared with the lab. The results as follows: date 05/25/06, inratio 1.5, lab >5.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 05/25/06, inratio 1.5, lab >5.0, mean: cannot be determined, confidence limits: cannot be determined. Per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. The confidence limits for inr testing cannot be determined. Products will be investigated.